Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas and reported that her blood glucose (bg) level started to elevated on (B)(6) 2011. The pt indicated that on that day, her bg level was in the 200 mg/dl range. The pt claimed that her usual range is from 87-115 mg/dl. By (B)(6) 2011, the pt claimed that her bg level went into the 600 mg/dl range. During the time of concern, the pt claimed that she had changed her sites multiple times and denied observing signs of bending/kinking or insulin leaking. The pt also claimed that she had developed symptoms of nausea, disorientation, and a headache. When the pt woke up on (B)(6) 2011, she indicated that her bg level was 78 mg/dl. Through reviewing the bolus history, the pt claimed that the amount delivered on (B)(6) 2011, was incorrect. A total of 117.35 units was reportedly bolused that day. The pt claimed that she had been bolusing 35 units every 2 hours that day. In addition, a review of suspend history revealed multiple suspensions on (B)(6) 2011, that the pt denied performing. The animas rep involved in this contact instructed the pt to go to a back-up insulin delivery plan. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she obtained an elevated bg reading that meets animas' criteria for a serious injury.